Manufacturer narrative:
The reported field event of extended charge time was confirmed by reviewing the data stored in the device image. The device¿s charging circuitry was tested in the lab and was found to function normally. The high voltage capacitors were analyzed. The cause of the extended charge time was determined to be due to an internal high voltage capacitor anomaly.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed an alert for excessive charge time on the implantable cardioverter defibrillator (ICD). The patient came into clinic and upon interrogation, it was noted the same alert was seen during the capacitor maintenance test. The ICD was explanted and replaced. The patient was in stable condition before, during, and after the procedure.